Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative (rep) regarding a patient with a implantable neurostimulator (ins) for complex regional pain syndrome. It was reported that the patient claimed their stimulator was malfunctioning and they could not charge on sunday night ((B)(6)). It was reported that the patient hadn¿t been able to charge. The patient was real weak, had no strength in their lower extremities for about two years and they couldn¿t charge. Today ((B)(6)) the rep got paged by the emergency room (ER) where the patient was presented. It was reported that the patient was found on the floor of their jail cell this morning and they could not walk (the patient had a cane that they had been using to walk with). The patient stated that they were in terrible pain from not being able to use their stimulator. It was reported that the patient came into the facility stating that the stimulator wasn¿t working because they could not charge it. It was indicated that the patient had their lead in their cervical spine for pain of their arms. The rep stated that when they placed the recharger on the patient¿s battery they were able to connect and got four out of eight boxes. They used the antenna locate and got all eight boxes filled. The rep left the patient to charge because the stimulator was charging properly. It was indicated that the issue was resolved at the time of the report. On (B)(6) 2020, information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins). It was reported the patient's stimulator was not working, however they clarified that the recharger screen was stuck on a picture of a person, which was understood to be the antenna locate screen. The screen would not change and it was flashing. Troubleshooting was unable to occur due to a lack of access of the external equipment. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated. Additional information was received on (B)(6) 2020 from a patient rep, reporting that the caller was with the patient who was currently in the hospital for an unrelated reason. It was reported that it was understood that on monday, (B)(6), the patient stopped getting stimulation to their feet (loss of therapy) and on tuesday ((B)(6)) they fell in the early morning hours. The patient was currently having a problem with their feet. The caller asked the patient if they had any kind of medical tests and the patient stated that they went through a metal detector that ¿blew out their box¿ and patient services thought they heard the caller say the word ¿shocking¿. The caller stated that the patient had told them that their external equipment had shown pictures of a nurse or doctor when they tried to use it and they were replacing the recharger. The caller tried using the patient programmer during the call and reported that stimulation was on group a with adaptive stimulation (as) enabled on program 1 at 2.75. The ins battery showed it was halfway full, but the caller did not want to try to make any changes to their settings. The caller tried the recharger and reported that the patient was successful to start a charge session with the ins battery icon blinking between half and three quarters. The caller confirmed that the external equipment seemed to be working as expected and the issue was with their ins. It was discussed to call their managing healthcare provider (hcp) and involve a rep. The event occurred on (B)(6) 2020. Additional information was received on (B)(6) 2020, reporting that the patient was discharged on friday ((B)(6)) and a rep came and reprogrammed the patient and they were sent to a rehab facility. The patient was readmitted, and they stated that the device needed to be reprogrammed again. The caller stated that they had already paged a local rep. It was reviewed that this was the correct step to take. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 37751, serial# (B)(4). Product type recharger, product ID pnma01411a004, serial# unknown. Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was doing well. The shocking sensation was not coming from the ins. They met with the patient in the hospital the day of discharge and they were able to set new programs for them that met their expectations. The patient did not complain of discomfort after reprogramming. The patient¿s programmer was working correctly. The recharger was discharged and could not be checked. The patient has not had any complaints about any of their devices. The patient was to follow up with a healthcare professional (hcp) regarding the leg weakness. No further patient complications were reported as a result of this event.